Event description:
The complaint is reported as: the customer alleges that the handle will not light when connected to the rusch equip-lite blade. The handle was being pretested at the time of the reported failure.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.